Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that ¿the pump died over the weekend¿. No further information was available; customer support has made multiple attempts to contact the initial reporter without any success. This complaint is being reported as the user may be unable to use the device, potentially leading to a long term cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.